Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after taking a shower with the pump. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was informed that alarm will clear within two hours. Customer acknowledged and indicated back up insulin therapy was available.